Manufacturer narrative:
(B)(4).

Event description:
It was reported that episodes of non-sustained rv oversensing due to intermittently sensing were observed via remote transmission. Programming changes were recommended. Patient was scheduled for follow-up for the recommended programming changes.